Event description:
It was reported that a skin reaction was occurred. The biosensor was inserted into the skin. On 07/19/2026, via SteloBot chat, it was reported that the customer experienced a skin reaction. The customer indicated, ¿I got a severe infection from my stelo and had to remove it. I'm currently on antibiotics¿. Attempts to contact the customer for more details were not successful. No other customer or event details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).